Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Nurse called to report a hospital for low blood glucose. Caller stated that customer had a low glucose blood reading of 25 mg/dl. The current blood glucose reading is 190 mg/dl. Customer experienced dry mouth. Nothing further reported.